Manufacturer narrative:
The pump passed functional testing, including the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No external ram crc or unexpected restart alarms were noted. The pump uploaded properly in care link. However, several displayable history alarms were noted in the alarm history screen due to a corrupted history file. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of unexpected restart, external ram crc error and displayable history crc check failed at startup alarm from the insulin pump. The customer's blood glucose reading was 7.3 mmol/l. Customer performed troubleshooting and it failed. The insulin pump will be returned for analysis.